Event description:
In 2008, it was reported to boston scientific corp, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during the procedure, the fluid was leaking from the prolieve catheter. The procedure was completed with another prolieve thermodilatation kit. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.